Event description:
New information received notes that the lead was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high capture threshold was observed on the right ventricular (rv) lead. The physician suspected micro dislodgement on the rv lead. Lead revision was mentioned. The patient was stable.